Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The customer returned the test strips for investigation. The returned test strips were measured with a retention meter and retention controls. Level 2 control testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Lin level 3 control testing results (qc range: 4.1- 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. The retention samples of the complained lot have passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result from the meter was 1.9 inr. The repeat result from the meter within ten (10) minutes was 2.9 inr. The customer has a therapeutic range was not provided.